Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user was unable to pair a libre 3+ sensor with an ilet system, and support guided the user through ilet and the mobile app to initiate sensor warmup, after which the device entered the 60-minute warmup period and pairing was effectively resolved. Symptoms included no adverse symptoms and no reported changes in blood glucose. Outcomes included no clinical impact and no need for medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed successful initiation of sensor warmup following guided pairing steps. It was concluded that the issue was resolved through troubleshooting without device malfunction or patient harm.